Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is also reported that the patient had sparc self fixating sling system implanted also. No clarifying information provided. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention, urinary incontinence, urinary tract infection and vaginal discomfort. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with urethropexy pubovaginal sling procedure (sparc), cystourethroscopy, vulvectomy, perineorrhaphy, proctosigmoidoscopy and bacterial pelvic drain placement. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.